Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer (fse) confirmed the equipment performed to specifications. The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. A 13 second pause was identified in the database at 12:08 a.m. On (B)(6) 2015 with an associated alarm record. On (B)(6) 2015 at 1:25 a.m. There was a 19 second pause with an associated alarm record. Since both pause alarms were greater than five seconds each, the alarms were classified as asystole by the alarm algorithm. Since the alarm conditions were appropriately classified and documented in the database and alarm indicators operated according to specifications when tested by a fse, we know of no reason that audible and visual alarm indications would not have been present at the time of the complaint events. This report is considered final and the issue is closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that a telemetry patient with telemetry receiver module model 90478 experience an ECG pause on (B)(6) 2015 at 12:08 a.m. And again on (B)(6) 2015 at 1:27 a.m.; no alarm was generated for these events. No injury was reported.